Event description:
It was reported that while using bd bactec mgit 960 instrument, there were an unspecified number of samples that resulted in false susceptibility. It was observed that growth was morphologically compatible with tb scales or lumps. Confirmatory testing was performed. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: catalog # 445870, (B)(6): this complaint reported growth resulting in flakes or clumps of growth compatible with tb (false negative). The field service engineer went on site and cleaned the detectors, changed the calibrators and determined the instrument was performing without error. The last preventive maintenance was performed in january 2024. Since no instrument issues were noted, this is an unconfirmed failure of a bd product. The root cause could not be determined. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Bd quality will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using bd bactec mgit 960 instrument, there were an unspecified number of samples that resulted in false susceptibility. It was observed that growth was morphologically compatible with tb scales or lumps. Confirmatory testing was performed. No adverse impact was reported regarding the patient or user.